Manufacturer narrative:
(B)(4) upon follow up the events were amended. The breach in aseptic technique was further described as poor environment. On the same day as the event onset, the patient was hospitalized. Also that same day, the patient started treatment with intraperitoneal cefazolin (2g daily; duration not reported) and intraperitoneal gentamicin (80mg daily; duration not reported) for bacterial peritonitis. Sixteen days after the event onset, the patient was discharged from the hospital and recovered that same day. At the time of this report, antibiotic therapy remains ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as ¿the patient¿s error¿ (no further detail was provided). Five days prior to being diagnosed with peritonitis, the patient began prophylactic treatment for the event with cefazolin (two grams per day given, [ip], intraperitoneally) and gentamicin (80 milligrams per day, ip). One day later, the patient was hospitalized for an unknown indication. Four days after being admitted to the hospital, the patient was diagnosed with bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) effluent. Further treatment was not reported. On an unreported date, the patient was re-trained on aseptic technique. No further information was provided regarding further treatment for the peritonitis or the outcome of the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.